Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the problem. The cse inspected the device and replaced the gui to bd cable as precautionary action. The unit passed extended self testing.